Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient had a fractured driveline which failed percutaneous lead replacement. The device alarmed for low speed advisories and pump stoppages. The patient underwent pump exchange. Pump was returned. No further information was provided.

Manufacturer narrative:
Section b5: the patient underwent a driveline repair on (B)(6) 2019 after experiencing pump stops and speed drops while connected to the mpu. Alarms returned following the repair while connected to the power module (previous repair and alarms addressed under MFR # 2916596-2019-01908). Section b1, b2, d7: correction. Section g4: the aware date for the initial report was originally reported as (B)(6) 2019 and then a correction was made in follow-up report number 1 to (B)(6) 2019. On (B)(6) 2020 it was discovered that (B)(6) 2019 was inadvertently entered as the first aware date. The correct aware date for the initial report is (B)(6) 2019 as first reported.

Manufacturer narrative:
Correction to g4 of previous report: the initial aware date of this event was 22oct2019. Device evaluation: the evaluation of heartmate ii lvas, confirmed driveline wire damage. The account communicated that the patient had a previously failed driveline repair due to a driveline fracture. The patient underwent a driveline repair on (B)(6) 2019 after experiencing pump stops and speed drops while connected to the mpu. Alarms returned following the repair while connected to the power module. The patient continued on battery and ungrounded patient cable support until ultimately undergoing a pump exchange on (B)(6) 2019. The pump was returned assembled. The outlet elbow was returned attached to the pump¿s outlet port. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow), apical sewing ring, sealed outflow graft, and sealed outflow graft bend relief were not returned. Evaluation of the outlet elbow revealed no evidence of denatured or laminated depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of laminated depositions or thrombus formations. The driveline was severed approximately 8.5¿ from the pump housing (s/n (B)(6) ). A distal segment adjacent to the metal connector containing a repair was also returned measuring approximately 25.5¿ in length (s/n (B)(6) proximal to the repair & s/n (B)(6) distal to the repair). The metal connector (s/n (B)(6) ) pins, bend relief, and alignment indicators appeared unremarkable. Continuity testing was performed on the driveline segments and all wires were found to be electrically intact. The silicone jacket and clear bionate layers appeared unremarkable. Upon removal of the clear bionate layer, some separation of the metal braided shield was observed at the pump housing and some minor wear of the shield was observed approximately 5.0-5.5¿ from the pump housing. Visual and microscopic examination of the underlying wires revealed a breach on the red wire approximately 5.5¿ from the pump housing which exposed the metal conductors. The damage to the compromised wire appeared to be the result of fatigue failure due to repetitive movement and abrasion against the metal braided shield in this location. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation, and no additional breaches were observed. The heartmate ii pump operates on a three-phase motor, where each phase is powered by two redundant wires. The red wire represents one of the redundant wires that comprise phase 3 of the three-phase motor. If the exposed conductors of the compromised wire contacted the metal braided shield while the system was operating on a tethered power source (such as the mpu or power module), the resulting electrical short to ground would have caused the low speed and pump stoppage events reported by the account. The current heartmate ii lvas discusses pump speed, power, flow, and pulsatility index in section 1, ¿introduction¿. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller, including the low speed advisory/hazard and no external power alarms, and the proper actions associated with them. This section also provides information on driveline care and cleaning. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: a red heart alarm was observed when patient was on mobile power unit.